Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the right atrial (ra) leadless pacemaker (lp) exhibited separation failure. The ralp was not implanted and an alternate near at hand was implanted instead on (B)(6) 2025. Patient condition was stable throughout.

Manufacturer narrative:
The reported event of separation failure was not confirmed. Visual inspection, specification measurement, and longevity assessment of the device were normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.